Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A patient who is also a physician reported that, following intraocular lens (iol) implant procedure, the patient was experiencing, 'cross-hair' glare around points of light, lens with glistening. A corneal treatment was performed but that has not changed glare. Retinal evaluation reveal no pathology, also no improvement with yttrium aluminum garnet (yag). Additional information was received that, the left eye seemed to have a film over it with decreased brightness. A "start-cross" glare noted while looking at point sources of light and noted that it was similar to a photography filter he had used in the past. No abnormalities on the lens surface were noted. Lens exchange was referred noting increased risk of surgery due to open posterior capsule.

Manufacturer narrative:
Correction: on initial MDR the patient code of 2639 - capsular bag tear was an error. It has been removed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient who is also a physician reported that, following intraocular lens (iol) implant procedure, the patient was experiencing, 'cross-hair' glare around points of light, lens with glistening. A corneal treatment was performed but that has not changed glare. Retinal evaluation reveal no pathology, also no improvement with yttrium aluminum garnet (yag). Additional information was received that, the left eye seemed to have a film over it with decreased brightness. A "start-cross" glare noted while looking at point sources of light and noted that it was similar to a photography filter he had used in the past. No abnormalities on the lens surface were noted. Lens exchange was referred noting increased risk of surgery due to open posterior capsule.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that, "star-cross¿ glare noticed while looking at point sources of light when covering his right eye. Also experienced of transient blurred vision of his left eye while working on his computer, which are relieved for a short period with increased blinking and/or refresh plus artificial tear drops use.